Manufacturer narrative:
(B)(4) bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) performed on an (B)(6) 2015. According to the complainant, during the procedure, the second band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.